Event description:
Optician reported a pt removed a lens and a piece of the lens missing. The pt complained of redness and irritation. The pt was referred to a local hospital and was diagnosed with a corneal abrasion. The pt was told the corneal abrasion would resolve in four days. Four days following the hospital visit, the pt was seen by an ophthalmologist, who reportedly stated they would need 20 days of treatment. Optician did not know the nature of pt's injury. The optician said the pt's eye has since healed. The optician was summoned to appear in court in 2003, regarding this event. He offered to provide add'l info following the court date. The co called the optician 4 days later, the optician stated the court date has been moved to 6 weeks later. No add'l info is available to enable further investigation at this time.